Manufacturer narrative:
Additional information was added to: : patient codes,: device codes, update ni to n/a. Further clarification obtained that the leakage occurred in pharmacy after compounding was completed. The leakage was from the port. From ni and (B)(4) 2018 to n/a and n/a. Initial reporter postal code - (B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Upon functional testing, leakage was observed from the spike port cap at the base of the spike port tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The issue was noted at an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.